Event description:
Reportedly, during the implantation of the pacemaker involved in this MDR report: after successful threshold tests of the leads in atrial and ventricular sides, no pacing was observed on ventricular side after connecting the pacemaker to the ventricular lead. The physician decided not to implant the device which was returned for analysis. Another device was implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. Analysis is pending.